Event description:
Event description guidant received information that during a follow-up visit this device was noted to be in back up reset mode and the device could not be reprogrammed. The surface electrocardiogram displayed a rate of 40ppm and the patient was not symptomatic. The patient had been lost to follow-up.